Event description:
It has been reported to philips that the allura system could not be turned on. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the system cannot be turned on. Upon functional testing, fse found an issue with the review module. The fse replaced the review module. After the replacement of the review module, the system was returned to use in good working order. These codes were updated based on investigation outcome.